Manufacturer narrative:
The device was returned to zoll medical canada and the customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including all functional testing, defib/pacer stress testing, bench handling, and defib cycling without duplicating the report. The processor/bridge/pace (pbp) board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "defib pace device failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.